Manufacturer narrative:
Device 1 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 2l03001 was manufactured on 11/30/2022, in bodolay line, with a total of (B)(4) market units. The complaint investigator performed a batch record review on 01/dec/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704769 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photographs associated with this case were received and in these, the reported defect can be observed, no unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method: dirty carts to transport materials. Dirty trays. Mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Inadequate electrocuting lamp maintenance. Corrective and preventive actions identified will be taken through corrective action/preventive action (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by a distributor that there was foreign matter (black spot) in three products. The product was not used on patient. Photographs depicting the issue were received from the complainant.